Event description:
During a transplant procedure, the instrument closed normal with a click and without excessive force but the firing went heavy (with cracking noise). When the instrument was opened it was noted that the staple formation on the distal side was not good. Also the knife did not cut completely. The incident occurred upon the first firing. The procedure was completed by suturing the defect. There was no patient consequence.